Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc euphora rx balloon catheter, balloon deflation difficulties were encountered, and the balloon would not deflate at the lesion site in the left anterior descending (lad) artery. The elderly patient had presented with an acute myocardial infarction and occlusion of the lad. A guidewire, then a pre-dilation balloon, then a coronary stent had all been inserted without difficulty prior to the issue being encountered. The nc euphora balloon was being used for post-dilation and was inflated to 16 atm with the usual contrast solution and saline solution used. Negative prep was not performed. The lesion was pre-dilated. The balloon did pass through a previously deployed stent. Resistance was not encountered when advancing the device, and no excessive force was used during delivery. The balloon failed to deflate despite several attempts and a change of pump. The balloon was occluding the artery rendering it difficult to remove. Eventually it was managed to remove the still-inflated balloon from the patient. The patient subsequently died.

Manufacturer narrative:
Additional information: annex d code. Correction: coronary angiography was performed which showed complete occlusion of the left anterior descending artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two still images received for analysis. Images depict an inflated balloon loaded in a guide catheter being held in a gloved hand. Necking is evident to the inflation/deflation lumen proximal to the balloon. Images confirm the reported deflation and removal difficulties additional information: the patient had presented to the emergency department by ambulance due to oppressive chest pain that increased in intensity over time, radiating to the left arm. ECG found coronary syndrome with st-segment elevation and the patient was referred to cardiology. The patient was tachycardiac and hypertensive with borderline oximetry up to 87% on one occasion. The patient was supported with oxygen through the nose and nitroglycerin infusion was started at 60 ranges/minute. A stent was placed acquiring timi iii flow. The body of the nc euphora balloon was cut in an attempt to remove it, but without success. Catheter removal was attempted, without success. The patient presents with persistent pain and hypotension. Code blue was activated, supported with noradrenaline and the patient was sedated. A second femoral approach was performed and 2 guidewires were attempted to be advanced to the anterior descending artery without success. Using a third guidewire it was possible to reach the distal artery, the artery was dilated three times, the stuck balloon was removed by radial route. When observed directly, the balloon remains permanently inflated. The patient has significant hemodynamic compromise, dosage of vasoactive drugs was increased. Dissection of the anterior descending artery proximal to stent was observed with the presence of thrombus. A new stent was placed, without achieving reperfusion. Advanced resuscitation measures were initiated and after 30 minutes without achieving rhythm or pulse, death was confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient had an acute st-segment elevation myocardial infarction (stemi). The lesion was non-tortuous and non-calcified. The nc euphora balloon was not used to pre-dilate the lesion. The device was inspected before use. It was not difficult to remove the protective sheath or the packaging stylette. The deflation difficulties were noted after the first inflation. There were no difficulties noted during inflation of the device. The device was not moved or repositioned while inflated. Dissection of the anterior descending artery proximal to stent was observed with the presence of a small quantity of thrombus. There was no evidence of restenosis. Death was confirmed during the procedure. Per the physician the cause of death was myocardial infarction, cardiogenic shock and the inability to deflate the balloon. Relevant comorbidities that contributed to the patient's death were hypertension, rheumatoid arthritis and frailty. The patient was on dapt at time of the event. Section b7.relevant history. Correction product analysis: kinks were evident to the hypo-tube. Correction: annex a codes. Annex e codes: e2330 <(>&<)> e2321. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned loaded in a guide catheter with a guidewire loaded, it was not possible to remove the device from the guide catheter as the balloon was still partially inflated. The luer had been cut off prior to device return. Necking was evident to the inflation/deflation lumen. It was not possible to perform deflation testing due to the cut luer. No other deformation evident to the remainder of the device. Correction: ime codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.